Event description:
The merit medical 4-port manifold transducer malfunctioned during a cardiac cath procedure. The noninvasive bp was reading 160's systolic and the aortic pressure read 80's systolic. The patient was asymptomatic. The transducer zeroed properly and the waveform appeared normal for the aortic pressure. The physician and staff suspected it was a malfunctioning transducer because a previous case, with the same lot #, had the same issue. The transducer was changed to a new one with a different lot # and the aortic bp then was comparable to the nbp. Ao=150/62, nbp 168/70. No treatment was given to the patient and no adverse event occurred. Diagnosis or reason for use: cardiac cath procedure, hemodynamic monitoring. Event abated after use stopped: yes.